Manufacturer narrative:
Patient age at time of event: 18 years of age or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, tight target lesion was located in the ostium of the left main coronary artery. The lesion was predilated using a 2.5mmx10mm non bsc balloon catheter and intravascular ultrasound (ivus) was performed. A 12 x 4.00mm promus premier stent was then advanced and successfully deployed in the lesion. Post dilation was performed using a 4.5x8mm non bsc balloon catheter. After post dilation, the lesion was checked however it was noted that the proximal to mid segment of the recently implanted stent was distorted. A 4x16mm promus premier stent was then deployed to cover the damaged portion of the first stent. Final angiography was done which revealed a satisfactory timi 3 flow and the procedure was completed. No patient complications were reported. The patient's status was stable and will be discharged from the hospital.